Event description:
The customer stated an architect i2000sr analyzer generated a false positive (B)(6) result for one patient sample. The sample was retested on a siemens centaur analyzer and a negative (B)(6) result was generated. The false positive (B)(6) result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, arch havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list 6l27. (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Product evaluation was performed and a malfunction was identified related to the ex-us product (6c29). However, the us product (6l27) is not impacted with this malfunction. No further information is forthcoming.